Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5144546 sus voluntary event report was received. Medwatch: mw5144547 device is on legal hold so no analysis can be performed.

Event description:
Related manufacturing reference number: 2017865-2023-40767 related manufacturing reference number: 2017865-2023-40768 related manufacturing reference number: 2017865-2023-40771 related manufacturing reference number: 2017865-2023-40772 related manufacturing reference number: 2017865-2023-40773 it was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the first lp exhibited high pacing impedance, loss of capture and a stretched helix. A possible perforation was noted but the patient was stable. The lp and delivery catheter (dc) were removed and replaced. The second lp was implanted and was fixated with the second dc. After fixation, it was noted that the lp failed to separate from the delivery catheter. The second lp and dc were removed and replaced. The physician alleged the second lp and dc contributed to the perforation. After the third lp was implanted with a third dc, it was noted the patient's blood pressure dropped and the patient experienced cardiac arrest. The device was removed and a perforation and pericardial effusion were noted. A pericardiocentesis, sternotomy to repair the perforation, prolonged cardiac massage, and multiple cardioversions were performed. The patient passed away shortly after.